Event description:
It was reported from (B)(6) that the air reamer/drill device did not turn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device does not turn anymore was confirmed. An assessment was performed on the device and it was found that the motor power was too low. It was further determined that the device was leaky and defective, the motor was weak and there was air intake loss. The assignable root cause was determined to be due to the device being worn from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.